Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the physician attempted to remove a migrated metal stent, the physician noticed that the working channel sleeve of the spyscope ds protruded after the spyscope ds was articulated to enter the common bile duct. A spybite biopsy forceps was inside the spyscope ds when the working channel sleeve protruded. There were no reported issues with the spybite. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): problem code 2979 captures the reportable event of working channel sleeve protrusion. Block h10: a visual assessment was performed. As received, the working channel sleeve (wcs) protruded. Maximum wcs protrusion was observed when the distal tip was articulated by turning the large knob in the clockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The wcs was removed. Witness marks were noted on the pebax. The presence of white areas along bond a proves the evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protrusion. Based on investigation results, the probable cause selected for the wcs protrusion issue is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. The investigation of similar devices revealed a manufacturing issue related to bond b. Manufacturing process improvements have been implemented to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the physician attempted to remove a non-bsc migrated metal stent, the physician noticed that the working channel sleeve of the spyscope ds protruded after the spyscope ds was articulated to enter the common bile duct. A spybite biopsy forceps was inside the spyscope ds when the working channel sleeve protruded. There were no reported issues with the spybite. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.